Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found that the that the pc board sbc and the main power supply were defective. The fse replaced the pc board sbc and the power supply. The defective single board computer (sbc) was returned to philips for further analysis. The analysis confirmed the malfunction of the sbc and identified that the failure was due to a broken part. Following the replacement of the sbc and power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was not starting up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the powertray and the single board computer and returned the system to use in good working order.